Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 32.0 mmol/l. The customer stated that the device was not dropped, but a piece at the backside is missing. The customer stated that the device does leak insulin which can be seen at the backside. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
No missing piece from backside of insulin pump noted. The insulin pump alarmed during basic occlusion testing due to loose/protruded drive support disk. The insulin pump was unable to test for prime test, excessive no delivery test and occlusion test due to prime alarm. The insulin pump was received with a corroded electronic assembly, corroded motor assembly and corroded vibrator motor. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.